Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined. Labeling indicates: don't use expired sensors, because they may give incorrect results. Check the package label for the expiration date. It's in yyyy-mm-dd (year-month-day) format.